Manufacturer narrative:
On(B)(6)2020 , biosense webster inc. Received additional information indicating that there was no evidence of the effusion attributed to the transseptal puncture. There was no suspicion of perforation during the procedure. Additionally, on (B)(6)2020 , additional information was received indicating that the product that was used in this case was actually a thermocool® smart touch¿ electrophysiology catheter and not a thermocool® smart touch¿ bi-directional navigation catheter as previously reported. Based on this information, the following fields have been updated: d1. Brand name changed from thermocool® smart touch¿ bi-directional navigation catheter to thermocool® smart touch¿ electrophysiology catheter d4. Catalog # changed from d132704 to d133602 d4. Unique identifier( UDI) changed from (B)(4) to (B)(4). The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. An additional concomitant product has also been added to section d11. Concomitant med. Products field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2020 , the product investigation was completed. It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that before ablation a pericardial effusion was noted. The case progressed and ablation was started but it was noticed the pericardial effusion had grown. A pericardiocentesis was performed. Surgical intervention was not required. No error codes and biosense hardware worked within specifications. The patient was not symptomatic and their condition was improved. Device evaluation summary: the device was visually inspected, and it was found in good conditions. Then, the deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, the electrical test was performed on the catheter and it was found within specifications, no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. The force sensor feature was also tested, and it was working properly: the force values were observed within specifications. Then, the irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A cool flow pump test was then performed and it was found within specifications: the catheter was irrigating correctly, and no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were found during the review. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that before ablation a pericardial effusion was noted. The case progressed and ablation was started but it was noticed the pericardial effusion had grown. A pericardiocentesis was performed. Surgical intervention was not required. No error codes and biosense hardware worked within specifications. The patient was not symptomatic and their condition was improved. In the opinion of the physician the cause of the event was patient condition. Patient stayed in the hospital for additional days post procedure, however, it is unknown whether this was due to the adverse event or because of physician preference. Transseptal was performed with brk needle. Several lesions were performed on the anterior ridge in front of the left superior vein prior to stopping the procedure. There was no evidence of steam pop. The effusion was noticed prior to ablation but grew during ablation. Physician stated patient had venous pericardial effusion. The irrigation settings were per instructions for use (IFU). No error messages were observed on biosense webster equipment. Dashboard, vector and visitag features were used for contact force visualization. Visitag stability settings were per surpoint instructions for use iifu): 3 mm range, 5 seconds time, force over time of 25% at 3g and respiration gating activated. Ablation index was used for coloring option. Although the effusion was present pre-ablation, there is indication that it increased during the procedure and thus the contribution of the biosense webster products cannot be excluded. Should more information become available in the future; the reportability decision will be reassessed.